Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-00990.

Event description:
After opening 2mm offset adaptor surgeon could not remove the jam nut away from the offset adaptor. He utilised the instruments outlined in the surgical technique and still the jam nut was too tight. He had already placed a 2mm offset adaptor on tibial components and that adaptor worked perfectly. A second 2mm adaptor was used and the same issue occurred: the ham cut could be loosened at all. He trialled a 4mm offset adaptor but decided to opt for no offset for this pt, which was certainly not an ideal outcome as 2mm offset was needed.